Event description:
Additional information indicated that the patient was doing fine post procedure.

Manufacturer narrative:
No conclusion code available. The reported impedance anomaly was confirmed in the laboratory via review of the device printouts. The device was tested on the bench and no anomaly was found. The cause of the reported impedance anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert due to low pacing lead impedance. The rv lead was capped and replaced. During post-implant follow-up, the device exhibited low pacing impedance, high capture threshold and r-wave variations. The device was explanted and replaced. No further information is available.